Manufacturer narrative:
Block b3: exact date unknown, event occurred in the past few months prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 7051867. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging and had impedances on contact. The patient underwent a spinal cord stimulation (scs) replacement procedure. Patient is doing well postoperatively. Unable to retrieve explanted items per physician protocol.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in the past few months prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 7051867, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging and had impedances on contact. The patient underwent a spinal cord stimulation (scs) replacement procedure. Patient is doing well postoperatively. Unable to retrieve explanted items per physician protocol.